Event description:
The complainant reported that the patient on impella 5.5 support for 40 days had prolonged positive cultures. All lines treated, replaced, and removed. The impella was explanted due to the fungal infection. The patient survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: table 3.2 impella catheter components. ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation for infection has been completed. The impella device was not returned for evaluation. The root cause of the infection issue was not determined since product was not returned and insufficient clinical details provided. H6 codes 2067 were reported incorrectly on manufacturer device report 1220648-2024-17640. New code was added to health effect - clinical code.